Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 8:30pm at home. Caller stated that the end-users blood glucose was checked with his prodigy meter and they received a result of 518mg/dl. Caller stated that a normal result for the end-user for that time of day is usually around 88-114mg/dl. The caller stated that he tested the end-user four more times and received results of 518mg/dl, 300mg/dl, 400mg/dl, 298mg/dl. The end-user was using expired test strips, the caller was advised to never use expired products. Caller stated that the end-user did not have any symptoms, but he still called paramedics about 10-minutes after testing. There were no food drink or medications consumed while waiting for the paramedics to arrive. Paramedics arrived in about 5 minutes and tested the end-user with their meter and received a result of 147 or 157mg/dl. Caller stated that the paramedics did not have any test strips, so they used one of the end-users expired prodigy test strips. The caller was informed that prodigy test strip are only for prodigy meters and may not give an accurate result when used with another meter. Caller did not want to provide the list of medications that the end-user is currently prescribed. He also stated that he was unable to power the meter on to give us the meter memory. No additional information was provided.